Event description:
It was reported that the left ventricular lead exhibited unacceptable pacing thresholds. The lead was explanted and the port was plugged. The patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.